Event description:
Boston scientific received information that this during a recent clinical follow-up, loss of capture was observed with this left ventricular lead; dislodgment confirmed. The patient was admitted to the catheterization laboratory and repositioning the coronary sinus electrode performed without complications. No adverse patient effects reported.

Manufacturer narrative:
To date, the lead remains implanted and in service without further complications. If new information is received, a follow-up report will be submitted.